Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: no observed rupture on the device. Additional observations: deformation device observed on the device.

Manufacturer narrative:
Continued email address (e.1): (B)(6). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.